Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels with ketones; however, a bg level was not provided. Customer delivered correction boluses and adjusted pump settings to address elevated bg level. Subsequently, customer was hospitalized for elevated bg levels and diabetic ketoacidosis. System check with tandem technical support indicated that the pump was performing as intended. Customer was treated with insulin and fluids. Although requested, no additional information was provided.